Manufacturer narrative:
Investigation summary one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by the manufacturer. The wire had sparked and the cord broke in two pieces. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the third party grounding wire was used to the device. The wire had sparked and the cord broke in two pieces. Additional information provided by the customer states that during a laparoscopic cholecystectomy, the device was being used intra-operatively. The surgeon was pressing her foot on the cautery pedal, but no cautery was occurring at the surgical site. The surgical team then heard a crackle followed by a spark and the monopolar cord had broken at the base where it connects to the machine, subsequently catching on fire, which went out after approximately 30 seconds. The fire did not reach the patient, staff or drapes so there was no harm to anyone in the room. The patient's grounding site was not affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.